Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the pt had a nexgen femur and monoblock tibia implant approximately 8 years ago. The pt was revised due to pain and it was observed that the tibia's eminence had fractured.